Manufacturer narrative:
Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks. Neurological dysfunction (icva) is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal surgical and post implant patient and pump management, including therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range of 2.0-3.0. The root cause or contributing factors to the neurological dysfunction (icva) and the relationship to the device or treatment cannot be determined based on the available information. Clinical and patient factors are possible contributors to the events. There is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received indicates that the patient had a double-disconnect of the power sources that occurred with emt arrival, during the "brief confusion", there was no reported effect to the patient due to this. The patient outcome: the patient was discharged home on (B)(6) 2015 and had a clinic visit on (B)(6) 2015 where it was sated that they were "doing much better." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The vad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Clinical and pharmacological factors may have contributed to the event. With review of the available information there is no indication of any device manufacturing or performance issues impacting the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The ventricular assist device (vad) coordinator reported that this patient was admitted early am of (B)(6) 2015 for left-side facial droop, left sided weakness. His girlfriend noticed his speech was irregular, but otherwise he felt fine. The inr 2.0 on admission after being on a heparin drip. By the daytime his grip strength was better, but still with a facial droop. The initial CT scan was negative; a second CT was positive for cerebral infarction. Neurology was consulted and on (B)(6) 2015 the symptoms appeared to have "mostly resolved" with CT showing a small acute infarction with no hemorrhagic transformation. The patient was discharged 7/21/2015 and at clinic visit on 7/27 was "doing much better. No residual stroke symptoms."